Event description:
It was reported that, "the rod did not clamp securely to the cup inserter. A back up was quickly provided."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.